Manufacturer narrative:
The device was not returned to veran for evaluation. The playback of the case date was reviewed and we were able to conclude the reason for the upside down orientation of the point cloud was due to the vpad flipped button being clicked. This is only to be used when the tongue of the vpad is facing the patient's head as opposed to the feet. Whenever a snapshot is taken, the vpads must be on the patient's side. This is why the initial registrations were not lining up. Not a malfunction of the device. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection. D4: (B)(4).

Event description:
A veran representative was on-site when the following event occurred. The patient was laying lateral right side up with pads on their back, had to continue with a referral due to skin shift. Performed a lumen point cloud and software kept saying the left and right lung were the same. They redid the lumen point cloud twice, but still didn't work, so they replaced the pads on the side of the patient. They performed a vpad snapshot and redid the lumen point cloud. The data points collected incorrectly again, so they redid the main carina touch and did the lumen point cloud again. The point cloud looked correct in relation to the anatomy so the point cloud was accepted. They went to touch the main carina, it was close to being on, however, when they went to touch the tertiary on the right, the computed tomograph (CT) images flipped upside down and the software was saying that the tip of the guidewire was on the exiting end of the trackea. The CT images completely flipped upside down. They could not continue trying, as there was a 30-minute procedure delay, and the physician decided to proceed without the use of veran navigation. Although there was no impact on the patient, this event is being reported due to the 30-minute procedure delay while the patient was under anesthesia.